Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the lead incision site following an implant procedure. The patient was hospitalized and was provided with oral and IV antibiotics. Follow-up report indicated that the device was explanted. The patient is currently recovering at home and there were no reports of further complications.